Event description:
It was reported that the device attempted to deliver therapy but changed vector due to high, out of range hv lead impedance. There was noise on the right ventricular lead which was not reproducible with device manipulation. No further information regarding device behavior was available. Lead was explanted and replaced. Patient¿s condition was stable.